Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Reason for revision: asceptic loosening.

Manufacturer narrative:
In act-08944 it is stated: "(B)(4) 2013 - seeing that the acetabular components remain in situ, yes I would say that the stem was the loose component." The investigation was performed from the information provided for the stem (product code l20315). DHR analysis (product code l20315): the DHR analysis of the batch 1229796 shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or failure investigation report. No further analysis was possible because the products were not returned. A pra was performed in november 2012 (dva-107440-pra) for this issue (loosening of corail amt stems). No product design related features were attributed to any of the complaints reviewed. No field action was recommended. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.